Event description:
It was reported that the left ventricular lead dislodged from the vessel. The physician removed the lead from the body and noted that the lobes would not stay deployed. A new lead was deployed in the same target vein, but was beginning to "back out" of the vessel before the end of the case. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid on outer tubing overlay; helix/lobe distorted/bent. The full lead was returned and analyzed. (B)(4) no anomalies found; distal conductor blood/body fluid; blood/body fluid on outer tubing overlay; blood on helix. The full lead was returned and analyzed.